Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited unexpected battery depletion. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4193 implantable pacing lead 2002-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed a high leakage current through the integrated circuit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.